Event description:
It was reported, that the endoeye deflectable videoscope had no image, it was unrestorable with no error code. The issue occurred during preparation before use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, the event, ¿no image¿, was confirmed. The image sensor unit was damaged during user handling, causing the suggested event. As for the cause of damage of the image sensor unit, irregular stress may have been applied to bending section. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ¿ ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿ ltf-s190-5 operation manual _important information ¿ please read before use _dangers, warnings, and cautions ¿ do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ when inserting the endoscope into a trocar tube with a sealing, use a trocar introducer of ltf 5 mm scope (maj-1379) to prevent damage to the bending section of the endoscope. ¿ do not angulate the bending section of the endoscope when the trocar introducer is attached to the insertion section. Damage to the bending section may result. ¿ when inserting and/or withdrawing the endoscope into/from a trocar tube, turn the angulation lock to its free position and release the angulation control levers to straighten the bending section. Also, when using a trocar tube with a valve, keep the valve open during insertion/withdrawal of the endoscope into/from the trocar tube to prevent damage to the bending section of the endoscope. ¿ do not pull the insertion section of the endoscope with excessive force while the endoscope is inserted into the trocar tube and the bending section is angulated. The bending section may be damaged. Olympus will continue to monitor field performance for this device.